Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator generated a device alert. The patient was transferred to another ventilator without harm.